Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. Product ID: 37791, serial#: unknown, product type: recharger. Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer's representative (rep) regarding a patient with an implantable neurostimulator (ins), and it was reported that the thermometer screen was persistently displayed on the recharger. The patient thought the antenna was faulty. Patient was issued a new antenna. Additional information received stated that the new antenna did not fix the problem. The patient still saw the antenna screen, and stated the at the antenna would get hot and make her skin hot. The patient stated the ins was checked and everything was okay. The patient stated she charges while sitting in a recliner, and reported that her skin burns when recharging. The patient stated that the antenna gets real hot and she feels burning on her skin. The patient also reported falling 6 months ago but stated the ins was checked and there was no issue. Patient was issued a new recharger. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that due to a mix-up with her address she never received new equipment. The patient was sent another recharger. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger, product ID: 37791, serial# unknown, product type: recharger . Analysis found the recharger (B)(4) antenna was damaged, and the thermometer icon would be persistently displayed. (B)(4) apply to the recharger (B)(4). If information is provided in the future, a supplemental report will be issued.